Manufacturer narrative:
E.4 initial reporter phone #: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes that there was poor barrier separation of sample. The following information was provided by the initial reporter: customer problem: (B)(4) gel separator issue. Customer location (country): us. Steps taken with customer/troubleshooting: documented the complaint, obtained the following information on a phone: did the specimen(s) need to be recollected? No; customer spins the samples twice and takes the sera out. Did exposure to blood/ bf occur? No. If exposure occurred was there any post exposure testing or medical intervention? No. Quantity received and quantity affected: 10 sp. Sm (B)(4) gel separator issue.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation.; therefore the investigation was limited. 30 retention samples of the incident lot were selected from bd inventory for visual evaluation and all tubes passed inspection criteria. No other complaint has been received for this defect on this lot number. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time , further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has not been confirmed for poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes that there was poor barrier separation of sample. The following information was provided by the initial reporter: customer problem: 367986_3041226 gel separator issue. Customer location (country): us. Steps taken with customer/troubleshooting: documented the complaint, obtained the following information on a phone: did the specimen(s) need to be recollected? No; customer spins the samples twice and takes the sera out. Did exposure to blood/ bf occur? No. If exposure occurred was there any post exposure testing or medical intervention? No. Quantity received and quantity affected: 10 sp. Sm 367986_3041226 gel separator issue.